Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. No moisture damage found on electronic assembly or motor. Insulin pump had a cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and missing graphic layer of address or serial number label.

Event description:
It was reported that the insulin pump alarmed for a button error and that it may have been exposed to moisture. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.